Manufacturer narrative:
(B)(4). The device was not returned for analysis as it was discarded by the site. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Due to the limited information available, the investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. Concomitant medical product: stent: 3.0x18 resolute; 3.5mm resolute . The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported during a coronary intervention procedure, a 3.0x18 non-abbott drug-eluting stent was deployed at nominal pressure to treat a lesion located in a saphenous vein graft (svg) to the left anterior descending (lad) coronary artery. Slow distal flow was then noted and it was discovered that the stent had moved to the distal portion of the vessel. An unspecified balance guide wire was then advanced, followed by deployment of a 3.5mm non-abbott stent in the target lesion; this stent balloon was then advanced distally to post-dilate the 3.0x18 non-abbott stent that had moved distally. The distal stent was then post-dilated via inflation to 15 atmospheres for better apposition. It was discovered that the balance guide wire was around the distal stent, and not in the lumen of the distal stent. An attempt was made to rewire the inside of the stent lumen, but it was unable to be rewired. A 4.0x22 non-abbott stent was then deployed to exclude the distal stent from the lumen. Aneurysmal flow was then noted to be surrounding the 1st deployed stent. A 4.0x19 rx graftmaster covered stent was deployed with a maximum pressure of 16 atmospheres, sealing the aneurysm with good result. There were no device issues and no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received from the site on 11/17/2016: prior to treating the migrated 3.0x18, non-abbott stent via deployment the 3.5mm non-abbott stent, the reported unspecified balance guide wire had crossed into the space between the vessel and the migrated stent rather than into the stent lumen itself. Several attempts were made to cannulate this migrated stent but it was unable to rewired as reported. As this stent could not be cannulated, it was decided to cross between the migrated stent and vessel itself; thus, the 4.0x19 rx graftmaster covered stent was deployed, successfully crushing the migrated stent against the vessel wall and cannulating the vessel. Use of balance guide wire did not cause or contribute to any adverse patient effects and there was no occurrence of a clinically significant delay. No additional information was provided.